Event description:
It was reported that after the web was detached in an anterior communicating artery (acom) aneurysm, blood flow in the a2 decreased and stopped flowing. A microcatheter was then delivered to the a2, and a stent was implanted from a2 to a1 through the microcatheter. Although blood flow returned after the stent implantation, blood flow slowed down over time. After awakening, the patient answered the call but was unable to move their limbs. The procedure was completed, and the patient left the operating room. The physician could not see from angiographic findings that the web stent protruded into the mother vessel and appeared to fit into the orifice well. The proximal marker of the web stent appeared to protrude and block the narrowed a2 entrance with a line. The operative report provided indicated that the physician performed an intraoperative determination that the volume of the web is larger than that of the aneurysm and assumed that neckline adjustment would be assessed, and an acom and a1 to a2 on the affected side can be preserved and had the ability to handle a slight protrusion of the web toward the mother vessel. On september 12, the physician reported that the patient regained consciousness and that is now able to move their limbs.

Manufacturer narrative:
Investigation findings: items returned: - n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): please refer to the japanese IFU for precautions, warnings, and further information. The following is taken from the english version: potential complications: potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions: ¿ the web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not re-sterilize and/or reuse the device. Reuse and/or re-sterilization can increase risk of infection, cause a pyrogenic response or other life-threatening complications. Reuse and/or re-sterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. ¿ advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. ¿ do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. ¿ the embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure detachment of the device: 31. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 32. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 33. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 34. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green, and an intermittent tone will be heard. 35. Verify the embolization device position before pressing the detachment button. 36. Push the detachment button. During firing, the light should be solid green, and the beep should be continuous. 37. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 38. Verify the position of the embolization device angiographically through the guide catheter. 39. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter. Procedure note medical review: a detailed procedure note medical review has been performed. Data review indicates that the selected web was delivered and detached in an acom aneurysm. Operative report date further indicates that the physician performed an intraoperative assessment and determined that the volume of the web is larger than that of the aneurysm and assumed that neckline adjustment would be assessed. The physician made a declarative statement which indicates that there is an acom and a1 to a2 on the affected side which can be preserved and further indicates making an intraoperative determination of being able to handle a slight protrusion of the web toward the mother vessel. With associated reported decrease in blood flow in the a2 and then stopped as reported by the operative physician. An atlas stent (3.0-21, stryker) was then delivered and implanted from a2 to a1. Blood flow returned and then slowed down over time as reported. After awakening, the patient was reported to be unable to move limbs. Once patient regained full consciousness, the patient was then able to move limbs as reported by the operative physician. Procedure note medical review conclusion: a detailed procedure note medical review has been performed and completed. Review of the operative report data does not indicate that a device malfunction occurred and /or was reported with the deployed web device which led to an inability of the patient to move limbs (hemiparesis/hemiplegia) as described by the operative physician initially after awakening from anesthesia. Data review indicates that once the patient regained full consciousness post anesthesia recovery, the patient was able to move the limbs. Investigation conclusion: a detailed procedure note medical review was performed. Review of the operative report data did not indicate that a device malfunction occurred and /or was reported with the deployed web device which led to an inability of the patient to move limbs (hemiparesis/hemiplegia) as described by the operative physician initially after awakening from anesthesia. Data review indicated that once the patient regained full consciousness post anesthesia recovery, the patient was able to move the limbs. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event.